Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical analysis. The analysis demonstrated a fractured inner coil at some 34 cm distal to the is-1 connector pin. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead hat been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. This fracture can be considered as the root casue for the clinical observation mentioned in the complaint description. Further analysis of the lead revealed a rubbed through insulation at approx. 8 cm distal to the is-1 connector pin, as a result of friction between the lead and the ICD housing. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implant duration of about 36 months it was reported that the pacing impedance increased (> 3000 ohms) while the r wave sensing was decreasing. No adverse patient side effects have been reported. The device was explanted.